Event description:
It was reported there was a problem with the wand port. Several different wands were tried with the programmer and unable to interrogate devices. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, analyzer. (B)(4).